Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm, line number 213 file number 30, and pump error 4 alarm are found in the formatted history file due to a software error. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected failed battery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump could not communicate with motor arm and main arm and the critical block and inverse critical block did not add to zero pump error. Customer blood glucose reading was 234 mg/dl. The insulin exited. The insulin pump did show the bolus. Customer also reported failed battery test but the issue was resolved. Insulin pump will be returning for analysis.